Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to collapse of the medial tibia. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to correct information. Not returned by patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.